Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states "he believes device is causing him to have sinus headaches, he states he did his own research and read that CPAP machines can cause this. Patient also states the pressure from the device seems to be blowing the mask off his face in the night." Patient stated he went to ent to figure out the cause of the headaches and they are still not sure. Patient states he was prescribed steroids 3 times and antibiotics 3 times. The patient also reported that they use dawn dish soap and wipe masks with CPAP wipes for cleaning the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.